Event description:
It was reported that the patient had syncope. It was found that the atrial lead had a sudden rise of impedance to an undefined measurement, and bad stimulation in the atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4): we did receive performance data collected from the device and have analyzed the data. The save to disk data shows atrial lead alert time was (B)(4)-2012 6:39 pm. The atrial impedance at implant was 413 ohms. The atrial lifetime impedance maximum and minimum was 348 ohms.